Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and tested on an in-house system, and it passed initialization. The instrument passed the recognition and engagement tests multiple times. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument was contacted to the erbe generator and passed bipolar energy recognition. The instrument passed the energy delivery test. The instrument also passed the cut test. The instrument was fully functional. No product issue was found. The complaint regarding the forceps could not be opened was not confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted total gastrectomy surgical procedure, the vessel sealer extend instrument could not be opened. The procedure was completed. No known impact or patient consequence was reported.